Event description:
The customer reported that while in patient use the ventilator changed language from (B)(6) to (B)(6) when low pressure alarm appeared. The ventilation was not stopped, only changed language. No patient harm.

Manufacturer narrative:
(B)(6) hospital. (B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.